Event description:
Prior to undergoing surgery, a female pt immediately upon donning the cap, began to break out in hives and blisters where the cap came in contact with her skin. The pt complained of itching and began to hyperventilate. She was given benadryl and solumedrol.

Manufacturer narrative:
The complaint and sample were forwarded to mfg facility for investigation. A follow up report will be filed when the investigation is completed.